Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6) 2011; during the same surgery the patient was reimplanted with another device. (B)(4).

Event description:
Per the clinic, the patient experienced a performance decrement and subsequent loss of sound resulting in the decision to discontinue use of the device. The implanted device remains.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Implanted device remains.